Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided do not confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2018. As per reporter the rods failed to distract postoperatively.

Manufacturer narrative:
The rods were received for functional and visual testing and the reported event was not confirmed. The root cause cannot be determined as the rods were fully functional and met acceptance test specifications.